Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device, suture strings and the proximal end of the anchor were returned with biological debris on them. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that based on the limited information provided, the clinical root cause of the reported events could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the osteoraptor anchor is implantable, biocompatibility is not an issue. The patient impact is determined to be to be the retained broken anchor. Local irritation/discomfort, and/or migration of the retained broken anchor could not be ruled out as the final location of the broken anchor is unknown. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, where the insertion site was cleared, an osteoraptor broke as a result of hard bone quality. The broken was not removed from the patient. Surgery continued without any delay, with a back-up device used in the originally drilled bone hole. Patient´s current health status is good. No further complications were reported.